Manufacturer narrative:
The device has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: the keypad was found to be intact; no peeling or damage was observed. During investigation, all of the keypad buttons responded appropriately to button presses. The keypad was removed and no evidence of contamination was found on the button contacts. The complaint of a keypad response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On(B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.